Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in good condition. During testing, it was found that the thermistor was performing intermittently registering the correct temperature at times and incorrectly at others. The root cause of the reported issue was faulty thermistor. Actions were taken to mitigate the reported issue: replace thermistor and upgrade the print circuit board.

Event description:
It was reported that the device is not heating. No patient injury was reported.